Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode experienced an infection at both the sternal and xiphoid incisions. The patient had been on antibiotic treatment but the infection persisted. The electrode was surgically removed and the associated s-ICD was deactivated but remained implanted. The patient was discharged home and was to be re-implanted with a new electrode at a later date. Information was received that the patient experienced sudden cardiac death while at school and subsequently died. The physician had no allegations against the functionality of the electrode or that it caused or contributed to the patient's death. Neither the electrode or the s-ICD will be returned.